Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of an unexpected restart alarm from the insulin pump. The customer's blood glucose reading was 7.1 mmol/l. The customer had about 1 month notice to change the battery. The customer stated that he had an unexpected restart alarm every time he changes the battery. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test and all operating current tests were normal. The pump alarmed unexpected restart after the battery change due to a component on the interface board. The pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and a broken belt clip slot.